Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's implantable neurostimulator (ins) was turned off prior to a procedure. They are not sure if therapy was turned back on and now the patient is "profoundly parkinsonized". The patient has been in an out of the ICU about almost one month during that time the patient has had delirium and parkinson's symptoms. The caller stated that because of the patient's condition it was difficult to determine when the symptoms began. The caller used the patient remote to connect to the ins and confirm that therapy was on. The issue was not resolved through troubleshooting. Technical services directed the caller to follow-up with the neurologist to consider programming changes to address the parkinson's symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.